Event description:
Customer reports panorama central station shut down which may have affected telemetry monitoring. No pt injury reported.

Manufacturer narrative:
Company rep replaced power supply, cooling fan pcb and main board. Tested unit to factory specifications.